Event description:
Implant was reordered. Distributor believes the purpose of the reorder is to replace the original device due to patient infection but noted there were no issues with the implant itself and that the patient had an unrelated infection in the scalp near the surgical site.